Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted the balloon was mushroomed upon returned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use" the actual/suspected device was evaluated.

Event description:
It was reported that there was a quality defect on silicone foley catheter. Stated that there was a significant adhesion was observed when the catheter was withdrawn. The catheter was checked after removal and the balloon of the catheter presented a sag creating a prominent collar on the central zone of the balloon. It was also stated that this defect has been observed on several occasions on different batches. Per additional information received 01jun2021, the patient experienced pain and discomfort during removal of the catheter due to the presence of a silicone bead at the level of the balloon. No medical intervention was reported. Per follow up received via email on 11jun2021, no foreign material was found. Customer meant the catheter balloon was sag/swelling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a quality defect on silicone foley catheter. Stated that there was a significant adhesion was observed when the catheter was withdrawn. The catheter was checked after removal and the balloon of the catheter presented a sag creating a prominent collar on the central zone of the balloon. It was also stated that this defect has been observed on several occasions on different batches. Per additional information received 01jun2021, the patient experienced pain and discomfort during removal of the catheter due to the presence of a silicone bead at the level of the balloon. No medical intervention was reported. Per follow up received via email on 11jun2021, no foreign material was found. Customer meant the catheter balloon was sag/swelling.